Manufacturer narrative:
Results - visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens became stuck in the cartridge. The lens was ejected onto the sterile field and it was noted that the haptic was stretched out and looked out. There was no patient contact or injury.